Event description:
Olympus rec'd a copy of a medwatch FDA form 3500a, user facility/importer report # which stated "event desc: while grasping the right corneal region with the olympus "grasper" used to visualized the desiccated uterine vessels, one of the lower jaws of the grasper broke off and flew into the mid abdomen within the loops of the small bowel. The surgeon attempted to retrieve it without success. The surgeon states he was not using excessive retraction. The user facility was contacted for add'l info, and olympus was informed that the therapeutic laparoscopic hysterectomy with left salpingo-oopherectomy being performed during the reported event was successfully completed. The physician performing the procedure had determined the lower jaw of the grasper forceps was reportedly too small to be grasped and retrieved from the pt's abdomen at the time of the event. The user facility sated that there were no obvious sharp edges on the device fragment and there was no potential harm to the pt. However, approx one mo following the procedure, the pt reportedly elected to have the device fragment surgically removed. The device fragment was successfully retrieved and the pt was stated to be doing fine.

Manufacturer narrative:
The user facility has declined to return the device to olympus for investigation. An olympus field svc engineer (fse) visited the user facility to further investigate the device. The fse performed a visual inspection of the device and confirmed the device to be broken; however, the cause of the user's experience cannot be conclusively determined. If significant add'l info becomes available, a supplemental report will be provided. This report is being filed as a medical device report in an abundance of caution.